Event description:
Healthcare professional reported that the patient's first band was removed for a band slippage.

Manufacturer narrative:
Taper ii. (B)(4), the access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number. See related medwatch report numbers: 2024601-2013-00615. Device labeling addresses the reported events of band slippage as follows: "band slippage and/or pouch dilation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositiong and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositiong or removal may be necessary if band deflation does not resolve the dilation."